Event description:
End user retrieved a "protect IV plus safety i.v. Catheter -radiopaove (B)(4)" from supply. Prior to opening, end user noted a "black spot" which appears to be on the internal packaging. Further review without opening products reveals "black spot" on protective sheath of IV. Product was not used.